Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Method: a sample device was returned and is currently under investigation.

Event description:
The reporter stated that the device became disassembled during use. The drip lines in use at the time were replaced. There was no reported pt injury or treatment associated with this event.